Event description:
Miscarriage, false negative test results. Patient, with a history of a previous cesarean section. In 2003, a late day urine was collected from the patient, which tested negative on the signify hcg test. One month later, the patient had a miscarriage. The office calculated the patient was about six weeks pregnant when the signify hcg test was performed. According to the reporter, the negative signify hcg test result did not have an impact on patient care. The pregnancy testing was performed because the patient was "sexually active without precautions and their last period was two months before". The physician confirmed the urine sample was collected late in the day. According to the physician, based on the negative signify hcg test result, the patient was treated with paxil (paroxetine hydrochloride), erythromycin, and mycolog for "other problems". Confirmatory pregnancy testing was not performed prior to the administration of these treatments. The relationship between the negative signify hcg test result and the miscarriage was reported as unknown, per the physician.